Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. The optic portion which contains the haptic insertion area is broken/torn (returned with the haptic still attached). Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The company a lens model is only qualified for use in the company (a) cartridge. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a lens was damaged. No patient impact and no implications on the surgery.